Event description:
During surgical implant attempt on right fallopian tube, pt began having tubal spasms and the surgeon asked the anesthesiologist to administer 30mg toradol. Guidewire and coil were inserted into tube and when device was deployed, the doctor felt the tip of the essure broke off in right fallopian tube of pt. At the surgeon's request the sales rep was called for advice. Surgeon then administered 30mg additional toradol and then went to the other tube (left). Surgeon could not get essure implant inserted due to spasm of pt. Then surgeon tried to remove the tip and coil (essure implant) from right tube, she felt the tip was removed but the coil broke and was partially left in tube. Case aborted. *the guidewire which normally separates from the coil did not do so and after some effort it was removed. The patient will return to the md's office for evaluation and probably schedule again for insertion of another essure device in the left fallopian tube and possibly the right fallopian tube if the coils in the right did not cause the intended blockage. Pictures of used/pulled out device available along with pictures of a new device/out of the package. ====================== health professional's impression======================the surgeon explained that the guide which normally separates from the coil did not do so and after some effort it was removed; therefore, no unintended part was retained. Common to have fallopian tube spasm.